Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy; due to genuine stress incontinence. It was reported that the patient underwent removal of vaginal sling and possible exploration for bladder injury on (B)(6) 2013. It was reported that the patient had a cystoscopy on (B)(6) 2013 for exposure of vaginal urethral sling.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that patient underwent repair of vaginal erosion of the mesh and cystoscopy on (B)(6) 2013 due to dyspareunia and vaginal erosion of the transvaginal obturator sling.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6) due to extrusion. It was also reported that the patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with cystoscopy, due to genuine stress incontinence. The patient experienced multiple complications, including erosion, pain, infection, dyspareunia formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported that patient underwent repair of vaginal erosion of the mesh and cystoscopy on (B)(6) 2013 due to dyspareunia and vaginal erosion of the transvaginal obturator sling. It was reported that the patient underwent removal of vaginal sling and possible exploration for bladder injury on (B)(6) 2013. It was reported that the patient had a cystoscopy on (B)(6) 2013 for exposure of vaginal urethral sling.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.